Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). Sample material from the patient was requested for further investigation.

Event description:
There was an allegation of questionable elecsys total psa results from the cobas e 801 analytical unit for a patient who had received radiotherapy or a prostatectomy. The initial result was 0.00600 ng/ml with a data flag. The automatic repeat result was 0.201 ng/ml. The result from another cobas pro analyzer was 0.00600 ng/ml with a data flag. The result of 0.00600 ng/ml was believed to be correct.

Manufacturer narrative:
As no sample material was available, the investigation was unable to determine a specific root cause. The affected sample had small particles floating in the pipetting area. Abnormal aspiration alarms present on the date of the event indicate general sample handling issues. A general reagent issue could not be confirmed. There was no product problem identified.